Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no excessive no delivery or motor error alarms on the insulin pump. The device was received with cracked case at the display window corners, cracked reservoir tube window corners, cracked reservoir tube window and cracked battery tube threads. The device was received with minor scratches on the lcd window, debris under display window and stained end cap sticker.

Event description:
Customer reported via phone call serious injury and motor error alarm. Customer's blood glucose level was 108 mg/dl. Customer was unconscious and their husband gave them a glucose shot. Troubleshooting for motor error alarm was performed. Customer performed the displacement test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test. The motor was tested outside of the device and passed.